Event description:
Boston scientific received information that during an av node ablation this cardiac resynchronization therapy defibrillator (crt-d) was programmed to vvi 40 ppm. There were two dropped beats recorded on an electrocardiogram as the patient was becoming pacer dependent, and the pause was about two seconds. The field representative consulted with boston scientific technical services (ts) and the reason for this observation was discussed; the impulse from the ablation procedure was oversensed by the device and impacted pacing therapy to the patient. The procedure was completed with no further observations being noted and there were no adverse patient effects. The device system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.